Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Additionally, section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had hematuria. Aspirin was stopped which resolved the event. The patient was not admitted and the hematuria was treated at the clinic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.